Event description:
In 2009, the pt reported she has an elevated blood glucose reading of 390 mg/dl with her target range being 80-120 mg/dl. Her symptom was increased urination and she treated her reading by delivering 6 units of insulin via her infusion device. She stated there is insulin in the cartridge chamber and she sees insulin leak into the chamber during the cartridge change process. She stated she does not attach the adapter or tubing to the cartridge prior to inserting it into her device. She was advised to do so and the proper "cartridge change" procedure was reviewed with the pt. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.